Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level reading "high" mg/dl; cause was not known. A manual injection was administered to address bg. System check confirmed the pump was functioning as intended, and no issues were found with the cartridge, insulin, or infusion set. Recommendation was made to consult with a healthcare provider regarding diabetes management.